Event description:
The information provided to sjm indicated a 6f angio-seal sts plus was selected for use following a percutaneous peripheral intervention (ppi). The puncture site was in the left superficial femoral artery (sfa) and a pre-deployment angiogram revealed no anomalies. A percutaneous transluminal angioplasty was performed on the lower extremity with stent placement in the left iliac artery to clear an occlusion. Hemostasis was achieved using the angio-seal in the left (sfa). Approx 9 hours post-deployment, the pt complained of pain and an angiogram revealed a thrombotic occlusion in the artery. The iliac artery puncture site was ballooned but a thrombotic occlusion was also observed below the knee. The below-knee artery was also ballooned and antithrombolytics prescribed. The pt was being monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures prior to release from sjm. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.